Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was low at the time of hospitalization. Customer stated that her insulin pump was not working correctly and she sent it back. Customer stated that she was in her way to the hospital due to undergo surgery and low blood glucose again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.